Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2017 due to hydrocephalus. On (B)(6), the patient had a fever, headaches, and back pain. The patient went to the nearest hospital for ¿transfusion¿ for about three days. The patient was not feeling well, so they were moved to the department of respiratory medicine. During a consultation with the neurosurgery director on (B)(6), it was indicated the patient was at risk of encephalitis or shunt infection. It was suggested to the extract cerebrospinal fluid from the reservoir for laboratory tests. The patient¿s family also consulted with another doctor, who reportedly indicated that it was less likely that the shunt was infected. The patient went to the nearest hospital for ¿transfusion¿ and the patient was ¿okay.¿ it was stated that the patient has been discharged. Further information received reported the patient still had some headaches and back pain/discomfort as of (B)(6), but they were comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that no infection was confirmed, and the patient had been discharged. The issue was resolved.